Event description:
It was reported that the right ventricular (rv) lead would not capture at maximum output. The lead would not sense bipolar. The lead remains in use. No patient complications were reported as a result of this event. It was further reported that the patient developed a pocket infection. The lead has been removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic cut, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead would not capture at maximum output. The lead would not sense bipolar. The lead remains in use. No patient complications were reported as a result of this event.